Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone 16.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose above 250 mg/dl while wearing the pod for less than an hour. The patient reported a hazard alarm during normal operation and noted that the cannula became dislodged while wearing the pod on the abdomen. As treatment, a new pod was applied.